Manufacturer narrative:
(B)(4). No service history review can be performed as part number 352.311 with lot number(s) 556895k05 / 5108220 is a lot/batch controlled item. The manufacture date of this item is november 23, 2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 352.311, synthes lot 5108220, supplier lot 556895k05: supplier: beere precision medical instrument. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the inner spindle tip was found broken. The repair technician reported the tip of the inner shaft was broken off, and the threaded section was missing. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the service and repair review and device history records review could not be completed. The date of manufacture is unknown. These reviews will be requested if a lot number can be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vectra extraction screwdriver inner spindle tip was found broken while putting the set together. This did not happen during a surgical procedure. It was further reported that the device likely broke during sterile processing. The device has not been used recently and was found broken in a pan at the hospital. There was no patient involvement associated with the reported event. This report is 1 of 1 for (B)(4).